Manufacturer narrative:
Additional information: g3, h6.

Event description:
During a procedure the sheath was leaking blood. The issue was resolved by replacing the sheath and there were no adverse patient consequences. There is no further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported blood leak could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.